Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer receives error 246.4700 at powering on the device 8100 (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer receives error 246.4700 at powering on the device 8100 (s/n (B)(4)). ¿ assisted customer to identify and isolate problematic fault to the logic board assembly. ¿ customer to repair/replace the logic board assembly. ¿ customer given part number for replacement logic board. ¿ transfer customer to com for assistance with pricing of logic board. ¿ informed customer, if any further concerns and/or issues to give a call back. ¿ end call.